Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device displayed an "o2 supply pressure low - 2020" message. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device and correcting information submitted on the initial medwatch report. Please reference section b5 and h6 (medical device problem code). Device evaluation: the device was returned to zoll medical corporation; the customer's report was observed during review of the device's history log. The device was put through extensive testing including full functional testing and o2 supply testing without duplicating any malfunction to the device. The alarm for low o2 supply appears to be working properly. The device successfully passed the final test procedure, was recertified, and returned to the customer. Analysis for reports of this type has not identified an increase in trend. Reports of this nature are typically not considered to meet our requirements for submission based on intended use of the device.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device displayed an unknown "o2" error message. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.